Manufacturer narrative:
A ge rep evaluated the system and verified the reported problem, but could not find the fault. Troubleshooting on routing of cables and settings continues.

Event description:
Customer reported the system will not save images to dvd. No pt injury was reported.